Manufacturer narrative:
This case was initially received via regulatory authority ansm - health authorities in france (reference number: (B)(4)) on 19-jul-2017. The most recent information was received on 14-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. D31448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alloimmunization in pregnancy, multigravida and multiparous. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("incapacitating migraine"), tendonitis ("double tendinitis"), fatigue ("extreme fatigue"), abdominal distension ("bloated abdomen"), restlessness ("inability to remain seated"), abdominal pain ("pain radiating from the stomach to the lowar belly") and urinary retention ("inability to urinate during menstrual cycles"). On (B)(6) 2017, the patient experienced device breakage ("fragment remains following removal of the fallopian tubes") and complication of device removal ("fragment remains following removal of the fallopian tubes"). The patient was treated with surgery (removal of fallopian tubes). At the time of the report, the pelvic pain, device breakage, complication of device removal, migraine, tendonitis, fatigue, abdominal distension, restlessness, abdominal pain and urinary retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, complication of device removal, device breakage, fatigue, migraine, pelvic pain, restlessness, tendonitis and urinary retention with essure. The reporter commented: she underwent removal on (B)(6). A fragment remained following removal of the fallopian tubes and she needs to undergo another hysteroscopy to locate the fragment in the uterus prior to planning a hysterectomy. She has been taking sick leaves (since (B)(6) 2016) and considerable decrease in wages. She had to undergo a scan and consult a psychologist at her own expense. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3.454 cases. Device breakage. The analysis in the global safety database revealed 1.676 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2017: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm - health authorities in france (reference number: (B)(4)) on 19-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. D31448) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alloimmunization in pregnancy, multigravida and multiparous. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("incapacitating migraine"), tendonitis ("double tendinitis"), fatigue ("extreme fatigue"), abdominal distension ("bloated abdomen"), restlessness ("inability to remain seated"), abdominal pain ("pain radiating from the stomach to the lower belly") and urinary retention ("inability to urinate during menstrual cycles"). On (B)(6) 2017, the patient experienced device breakage ("fragment remains following removal of the fallopian tubes") and complication of device removal ("fragment remains following removal of the fallopian tubes"). The patient was treated with surgery (removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, complication of device removal, migraine, tendonitis, fatigue, abdominal distension, restlessness, abdominal pain and urinary retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, complication of device removal, device breakage, fatigue, migraine, pelvic pain, restlessness, tendonitis and urinary retention with essure. The reporter commented she underwent removal on (B)(6). A fragment remained following removal of the fallopian tubes and she needs to undergo another hysteroscopy to locate the fragment in the uterus prior to planning a hysterectomy. She has been taking sick leaves (since (B)(6) 2016) and considerable decrease in wages. She had to undergo a scan and consult a psychologist at her own expense. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-jul-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3158 cases. Device breakage. The analysis in the global safety database revealed 1658 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.